Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient woke up on the morning of (B)(6) 2016 and experienced an onset of tremors so he wanted to increase the stimulation. With instruction, the patient was able to increase the stimulation and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.